Event description:
A malfunction identified by code malf 12 was reported, with no notable events occurring before it. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which the caller acknowledged and understood.